Event description:
Follow-up information received indicated surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective stimulation.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient is experiencing ineffective stimulation. The patient's lead placed at t11 had previously migrated, but reprogramming was initially able to provide effective therapy. However, the patient is now experiencing ineffective stimulation and surgical intervention may take place at a later date.